Manufacturer narrative:
Per the sapien valve instructions for use (IFU) and the thv training guide, aortic insufficiency (ai) is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Many cases are mild to moderate (B)(4), and either resolve over time or do not cause symptoms. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, it appears that patient (severely calcified native valve, fused asymmetrical calcium on the rcc and ncc) and procedural factors (MRI measurements were not accurate, undersized valve) may have caused or contributed to the aortic deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
As reported by the edwards clinical specialist (cs), during the transfemoral tavr procedure, the first 26 mm sapien valve was positioned in a 60/40 ventricular position, however, deployed 80/20 aortic. A post deployment echocardiogram showed moderate aortic central regurgitation and a decision was made to implant a second valve. The second 26 mm sapien valve was deployed 70/30 ventricular and embolized into the left ventricle. The patient was converted to open heart surgery where both valves were explanted and replaced with a surgical valve. The patient was noted to be stable at the end of the procedure. The patient¿s aortic valve was reported to be severely calcified, the aortic root was moderately calcified, the patient had mild mitral annular calcification (mac), the patient did not have ventricular septal hypertrophy and the ejection fraction was 55%. In addition, the image intensifier angle was noted to be fair, the coaxial alignment of the delivery system and valve was good, ventilation was held during valve deployment and there was no loss of pacing capture during valve deployment. Per report, after the case the physician attributed the aortic deployment to inaccurate MRI measurements and the patient¿s annulus size which was too large for the 26 mm valve. It was also noted that the patient had asymmetrical calcium on the rcc and ncc which was fused together. Imaging was not available for review to determine the cause of the event.